Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, breast pain, pruritus, other medical-ndr.

Event description:
Patient reported left side "rupture", pain, itchiness, "heart attack like" pains, "disabled", "body is trashed" and "worn down", bedridden, were diagnosed with chronic inflammatory response syndrome and have the "hla gene"". Patient later reported "deflation and constantly sick". The events of "disabled", "body is trashed" and "worn down", and bedridden were not device related. Device remains implanted.